Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and was not able to detect any problems. He then performed instrument checks and a 21-cup precision check with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant lipoprotein (a) gen.2 (lpa2) results from two patient samples tested on the cobas pro c 503 analytical unit. The reporter was able to provide one patient sample with discrepant results. The initial result was not reported outside of the laboratory. The patient sample was rerun on their other cobas pro analyzer. The initial result from the analyzer was (B)(6) with a data flag. The first repeat result from the analyzer was (B)(6) with a data flag. The second repeat from the other analyzer result was (B)(6) with a data flag. The third repeat result from the other analyzer was (B)(6) with a data flag. The repeat results from the other analyzer were deemed correct.

Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the qc recovery; the qc recovery was within the customer¿s established range. There was no indication of a performance issue with the reagent or instrument. However, the qc recovery did not cover the date of the event. The alarm trace was requested but not provided. The customer stated that one of the samples had a sample clot flag in one of the reruns and that they removed the clot from the patient sample after it was flagged. The investigation reviewed the customer's handling of patient samples; the patient samples were centrifuged for 5.5 minutes at 2160 rpm. The centrifugation time may be too short and the speed may be too low as per the tube manufacturer¿s recommended guidelines. After service, no further issues were reported by the customer. The investigation determined the service actions verified the analyzer's performance and the issue was resolved. The investigation did not identify a product problem. The cause of the event could not be determined.